Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope and bradycardia. It is suspected that the patient's heart rate was below the lower rate setting of the leadless implantable pulse generator (ipg). The ipg remains in use. No further patient complications have been reported as a result of this event.